Event description:
The connection to the cycler is very loose. Additional information received from baxter indicates that the connection that was noted to be loose was the lineo cap/lineo shell interface. The pt felt that the cap seemed secure but the shell did not feel secure and loosened or backed off easily. The pt noted the loose connection during their wakening hours. The pt checked the connection after they started therapy and mainly in the am, additionally they checked their connection whenever pt was awake. There was never a complete disconnection due to the pt's diligence in examining the connection, however, there were incidents of loosening, and when identified the connection was tightened. Once it was noted to appear loose pt always was cautious and felt unsure of connection. The pt felt the connection was loose in general. No pt injury or medical intervention was associated with this incident per baxter.